Event description:
On (B)(6) 2012, a female pt was injected with belotero balance into a fine line in the glabella/forehead area and blanching was noted going up the pt's forehead. (B)(6), pa-c stated the pt was injected into a vessel causing a vascular compromise. Blanching in the injected area was observed, she massaged the area and the blanching resolved; she immediately treated the area with hyaluronidase and the pressure and pain resolved. No hematoma present. One time treatment of nitropaste was also provided. The pt has some bruising in the area and there is also some tenderness present. The pt is "doing well". On (B)(6) 2012, (B)(6) reported the pt fully recovered and is doing great.

Manufacturer narrative:
The device history records for lot 321055 were reviewed. All required testing specifications were met prior to release, there were no abnormalities noted.